Manufacturer narrative:
(B)(4). Pump received with missing retainer and reservoir tube o-ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap/reservoir will not lock properly due to missing retainer.

Event description:
Information received by medtronic indicated that the reservoir compartment was cracked and chipped off. Customer stated that reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.